Event description:
Clinical information: (B)(6)- envision ide study, patient site ID: (B)(6). It was reported on 25 september 2025 that a 27mm navitor valve with radiopaque markers was selected for implant using a large flexnav delivery system. The length of the membranous septum was 48mm. The final implant depth at non-coronary cusp (ncc) was 8.77mm and at left coronary cusp (lcc) was 8.14mm. On (B)(6) 2025, the patient reported to the emergency department with symptoms of dizziness and fatigue. The electrocardiogram (ECG) test performed on the same day revealed atrial tachycardia with atrioventricular (av) dissociation, high-grade av block (2nd and 3rd degree), and a heart rate in the 40s. On (B)(6) 2025, a permanent pacemaker was implanted. Following the procedure, the patient remained clinically stable and was subsequently discharged on (B)(6) 2025.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information; crd_1066 - envision ide study, patient site ID: (B)(6). It was reported on (B)(6) 2025 that a 27mm navitor valve with radiopaque markers was selected for implant. On (B)(6) 2025, the patient reported to the emergency department with symptoms of dizziness and fatigue. The electrocardiogram (ECG) test performed on the same day revealed atrial tachycardia with atrioventricular (av) dissociation, high-grade av block (2nd and 3rd degree), and a heart rate in the 40s. On (B)(6) 2025, a permanent pacemaker was implanted. Following the procedure, the patient remained clinically stable and was subsequently discharged on (B)(6) 2025.